Manufacturer narrative:
B5: the reporter indicated that a 13.2mm vicm613.2 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. On (B)(6) 2023, a shorter length lens was implanted and the problem was resolved. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm613.2 implantable collamer lens of -11.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed. On (B)(6) 2023, a shorter length lens was implanted and the problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).